Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and failed and pictures were taken. Charge and boot testing was performed and failed. A receiver download was attempted but could not be completed due to usb connector damage. The receiver was opened and an internal visual inspection and passed. The allegation was undetermined. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.